Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary pharmacy order delayed/down and service has stopped communication with device. The customer stated that the malfunction caused delay in dispensing the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary pharmacy order delayed /down and service has stopped communication with device. The customer stated that the malfunction caused delay in dispensing the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pharmacy orders were delayed, and downloads stopped on health site viewer. The technical support specialist found that the 3 and 4 synchronization servers were not connected to the station. The tss stopped and started data synchronization services on the affected servers. The system functioned as intended after the technical support specialist resolved the issue.